Event description:
It was reported that a user experienced a hypoglycemia event while using a libre 3 plus cgm in conjunction with the ilet system, with the lowest cgm reading of 42 mg/dl and an unclear precipitating cause. Symptoms included sweating and shakiness. Outcomes included self-treatment with oral carbohydrates, after which glucose trended up to 129 mg/dl, with the low lasting about one hour and no hospitalization. Investigation included troubleshooting and education provided to the user regarding hypoglycemia management. Investigation of this case revealed no device malfunction identified and the cause of the low glucose remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information and non-reproducibility. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.